Manufacturer narrative:
E.1. Initial reporter phone #: (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation bd vacutainer® sst¿ ii advance plus blood collection tubes, there is poor barrier separation of 100 tubes. No patient impact reported. The following information was provided by the initial reporter: "stage: after on-board testing defect: after centrifugation, it is found that there are red blood cells in the separation gel quantity: 100 pieces impact: no other adverse effects on patients or medical staff".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and red cell hang up was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation and red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier formation (rbc in gel), because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation and red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation bd vacutainer® sst¿ ii advance plus blood collection tubes, there is poor barrier separation of 100 tubes. No patient impact reported. The following information was provided by the initial reporter: "stage: after on-board testing. Defect: after centrifugation, it is found that there are red blood cells in the separation gel. Quantity: 100 pieces. Impact: no other adverse effects on patients or medical staff."